Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the lcd. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor was buzzing. No patient involved.

Manufacturer narrative:
The surgeon lcd was returned for analysis. Through functional and physical testing it was conformed that there was an electrical failure with the part. If information is provided in the future, a supplemental report will be issued.